Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s device would only interrogate with wand telemetry and unplugged antenna but would otherwise not interrogate. No further information was available.